Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needles are blocked. To aid in the investigation, four samples out of their packaging blisters, together with three opened packaging blisters, were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. One sample expelled the solution with a normal flow. The other three samples did not expel the solution; these needles are clogged. The three packaging blisters were opened by pushing the needle through the packaging blister top part instead of pulling the top web from the bottom web. The needle clogged defect could occur when passing the needle through a stopper vial, or by introducing particulates from pushing the needle through the packaging blister. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 305106, batch#: 3055903. It was reported by the customer that tremendous amount of eyelid surgery and use your 30 gauge needles every day. In the past year I have noticed a definite quality control issue in these needles. Specifically, at least 1 in 20 are blocked! That's right, I go to inject the eyelid and nothing comes out. This is a big problem as the needle is already in the skin and I am trying to inject and nothing is happening. If I put more pressure on the syringe, the needle pops off and I lose the product in the syringe. This is quite costly, if that material is botox. Verbatim: rcc received a complaint via email. Email(s) attached. I am an oculoplastic surgeon/ophthalmologist in canada (37 years). I do a tremendous amount of eyelid surgery and use your 30 gauge needles every day. In the past year I have noticed a definite quality control issue in these needles. Specifically, at least 1 in 20 are blocked! That's right, I go to inject the eyelid and nothing comes out. This is a big problem as the needle is already in the skin and I am trying to inject and nothing is happening. If I put more pressure on the syringe, the needle pops off and I lose the product in the syringe. This is quite costly, if that material is botox. I am writing you as I have become frustrated with your 30 gauge needles. I have not seen this with the #27, #25,#22,#18 needles. Has your manufacturing of the 30 gauge needles changed in the past 1-2 years? Something is quite different.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: unknown batch#: unknown. It was reported by the customer that tremendous amount of eyelid surgery and use your 30 gauge needles every day. In the past year I have noticed a definite quality control issue in these needles. Specifically, at least 1 in 20 are blocked! That's right, I go to inject the eyelid and nothing comes out. This is a big problem as the needle is already in the skin and I am trying to inject and nothing is happening. If I put more pressure on the syringe, the needle pops off and I lose the product in the syringe. This is quite costly, if that material is botox. No patient harm verbatim: rcc received a complaint via email. Email(s) attached. I am an oculoplastic surgeon/ophthalmologist in canada (37 years). I do a tremendous amount of eyelid surgery and use your 30 gauge needles every day. In the past year I have noticed a definite quality control issue in these needles. Specifically, at least 1 in 20 are blocked! That's right, I go to inject the eyelid and nothing comes out. This is a big problem as the needle is already in the skin and I am trying to inject and nothing is happening. If I put more pressure on the syringe, the needle pops off and I lose the product in the syringe. This is quite costly, if that material is botox. I am writing you as I have become frustrated with your 30 gauge needles. I have not seen this with the #27, #25,#22,#18 needles. Has your manufacturing of the 30 gauge needles changed in the past 1-2 years? Something is quite different.